Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration of 48 months. It was replaced and returned to the manufacturer for analysis. "6cc aspirated after explant - interrogated reservoir volume 12.9cc." A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A folloow up report will be sent when analysis is complete.